Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. During a scheduled check-up, the patient's heart rate dropped, and device output was increased to ensure capture. Moreover, a chest x-ray was done, and dislodgement was confirmed. Subsequently, the patient underwent a pocket revision, and the physician tried to move the lead back in place but was unsuccessful. This rv lead was explanted, and a new lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, detailed analysis indicated that the allegations were not confirmed despite the hv cable damage noted which likely occurred during revision/explant. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. During a scheduled check-up, the patient's heart rate dropped, and device output was increased to ensure capture. Moreover, a chest x-ray was done, and dislodgement was confirmed. Subsequently, the patient underwent a pocket revision, and the physician tried to move the lead back in place but was unsuccessful. This rv lead was explanted, and a new lead was placed. No additional adverse patient effects were reported.